Event description:
The patient reported via written note on returned devices that they had 5 v-go devices in which the needle button released during use.

Manufacturer narrative:
Device evaluation: thirty devices were received and evaluated for the complaint regarding the needle button released event. 27 of the 30 devices were inspected and the functions were tested and verified to have operated as intended. The complaint about these devices could not be confirmed. 3 devices (labeled as f, q, and t) were found with a damaged button lock spring which was determined to be due to a user error event. The needle mechanism for these devices could not be tested due to the damage. The complaint for these devices could not be determined.